Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer received a blood glucose result of approximately 18.0 mmol/l on the mobile system after exercising. He delivered 14.0 units of insulin at 10:00 a.m. Based on this result and began to experience hypoglycemic symptoms of sweating, dizziness, and lethargy after. An ambulance was called around 11:30 a.m. The paramedics received a result of 1.5 mmol/l on their system, and at the same time, a result of 4.5 mmol/l on the mobile system. Paramedics treated customer with honey and a glucose drip. He was admitted to the hospital until 09/16/2015 and treated with a glucose drip. A comparison test was done within 1 minute while at the hospital, and the result was 11.1 mmol/l on the hospital system and 25.1 mmol/l on the mobile system. The alleged product was requested for evaluation.